Event description:
It was reported that during a superdimension case, the physician lost accuracy after receiving a good registration value of 5.1 mm (current spec is <10). When the physician performed a visual verification, the locatable guide tip appeared to be 5-10mm above the main carina. Therefore, the physician chose to take samples from a sub carinal node that was not a selected target during planning. There was no harm or injury to the patient reported.

Manufacturer narrative:
A service call has been planned for this site.

Manufacturer narrative:
On (B)(6) 2009 a site visit was performed. An accuracy test and functional test were both performed and both passed. Additional troubleshooting was performed checking equipment locations and beds positioning to check for accuracy, no accuracy issues were identified. On (B)(6) 2010 a site visit was performed to observe a patient case and system use. This case was successful and the system performed as expected. No issues were identified.